Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and generalized illness. (B)(4). Explantation date: november 9, 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(6 female patient underwent revision breast augmentation with a 425cc mentor memorygel breast implant on both sides and experienced right side breast implant rupture, and generalized illness symptoms including pain, migraines, paraesthesia, circulation issues, hands turn red, and cramping postoperatively. As a result, the patient is scheduled for bilateral removal only surgery on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 6, 2022, mentor became aware that this event was also reported to the FDA via mw5109721, and the date of event was january 24, 2020. Field b3 has been updated to "1/24/2020". This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).